Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
The article in heart rhythm case reports details an event of externalized conductors was confirmed with x-ray on the right ventricular (rv) lead. The rv lead was explanted during an unrelated procedure. Further information was requested but not received. Trenson, sander, et al. Transvenous lead extraction in a patient with persistent left superior vena cava. Heart rhythm case reports, vol 7, no 3, march 2021. Https://doi.org/10.1016/j.hrcr.2020.11.025.